Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party certified service technician was able to verify reported issue and replaced flow valve. Flow valve was not sent to carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator 1150is delivering lower tidal volume than what it is set to deliver. When set at 500ml the ventilator is delivering 419ml. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.